Event description:
Emt's responded to a pt described as in cardiac arrest. The device was connected to the pt to administer defibrillation countershocks. According to the rptr, at some time during the code, the device's screen blanked and the device appeared to power off. The pt was resuscitated.